Manufacturer narrative:
Correction: section b5, "the physician suspected the cause of the delayed therapy to be due to a temporary lead" should have been included previously.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delayed high voltage (hv) therapy due to incorrect interpretation of ventricular fibrillation (vf). The physician suspected the cause of the delayed therapy to be due to a temporary lead. No intervention was performed. The patient condition was unknown. New information received noted that the temporary lead was used per protocol for an unrelated coronary artery bypass grafting (CABG) procedure. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delayed high voltage (hv) therapy due to incorrect interpretation of ventricular fibrillation (vf). No intervention was performed. The patient condition was unknown.